Event description:
Information received by medtronic indicated that insulin pump had pump error alarm and battery error. Customer reported they were able to clear the alarms and rewind. Customer stated the alarm occurred immediately after a battery change. The pump error did not occurred more than once after a battery change. No harm requiring medical intervention was reported. The insulin pump will not be returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.